Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed this device upon receipt; the ipg was confirmed to have reached the elective replacement indicator (eri) state. Data log analysis revealed that the ipg reached its eri 5 months and 21.5 days after the initial active programming. The average energy use index (eui) recorded was 71.4, corresponding to an estimated theoretical battery lifespan of 5 months and 10.4 days. This indicates that the battery lifespan fell within the expected range. Additionally, the ipg exhibited typical features, and all impedance measurements were within the expected range across all ports. Labeling review: a product labeling review was performed. This review identified that the device was used per the instructions for use (IFU) product label. Additionally, it states, when the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Stimulation is still being provided during this eri period. Changes made to the stimulation will not be saved, and stimulation will not be available soon. Patients should be advised to contact their healthcare provider to report this message screen. The stimulator must be replaced to continue receiving stimulation. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life. Surgery is required to replace the implanted non-rechargeable stimulator and is noted within the IFU as a potential risk associated with the use of deep drain stimulation (dbs).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an elective replacement indicator message for the implantable pulse generator (ipg) on the remote control. Premature battery depletion was suspected. High impedance measurements were discovered on the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an elective replacement indicator message for the implantable pulse generator (ipg) on the remote control. Premature battery depletion was suspected. High impedance measurements were discovered on the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.